Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. Device received cracked battery tube threads, with severe scratched lcd window and completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that top of reservoir area has knicks in the plastic making it harder to read from the scuffs all over the screen and the act, up and down arrow buttons are sticky. Customer stated that the insulin pump had diminished battery life and failed battery test. The device will not be returned for analysis.